Event description:
The infusion was hung as a primary infusion. Received a copy of a medwatch which states, "alaris infusion pump free flowed FDA safety report ID # (B)(4)"

Manufacturer narrative:
Added user facility to added regulatory agency ref number- mw5087234

Manufacturer narrative:
D11-1000ml baxter bag loty298166 exp aug 20 5% dextrose 0.45% sodium chloride injection.

Event description:
It was reported that a primary infusion of d5 1/2 normal saline was witnessed infusing too fast to a patient in the cicu. After pause was pressed on the pump module, the device was witnessed to continue to infuse. The intended rate of the infusion was 75ml/hour. The infusion was hung as a primary infusion. The patient had a diagnosis of a right hemothorax, and there was no patient harm. During an onsite visit, it was found that the device was missing an upper plastic rivet on the membrane frame and a pivot screw was backing out on the door latch. The device passed rate and pressure tests. The customer is reporting the speed of infusion, and not an issue with the volume of the infusion. Received a copy of a medwatch which states, "alaris infusion pump free flowed FDA safety report ID # (B)(4)".

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that a primary infusion of d5 1/2 normal saline was witnessed infusing too fast to a patient in the cicu. After pause was pressed on the pump module, the device was witnessed to continue to infuse. The intended rate of the infusion was 75ml/hour. The patient had a diagnosis of a right hemothorax, and there was no patient harm. During an onsite visit, it was discovered that the device was missing an upper plastic rivet on the membrane frame and a pivot screw was backing out on the door latch. The device passed rate and pressure tests. The customer is reporting the speed of infusion, and not an issue with volume infused.

Event description:
It was reported that a primary infusion of operator of device 1/2 normal saline was witnessed infusing too fast to a patient in the cicu. After pause was pressed on the pump module, the device was witnessed to continue to infuse. The intended rate of the infusion was 75ml/hour. The infusion was hung as a primary infusion. The patient had a diagnosis of a right hemothorax, and there was no patient harm. During an onsite visit, it was found that the device was missing an upper plastic rivet on the membrane frame and a pivot screw was backing out on the door latch. The device passed rate and pressure tests. The customer is reporting the speed of infusion, and not an issue with the volume of the infusion. Received a copy of a medwatch which states, "alaris infusion pump free flowed FDA safety report ID # (B)(4)".

Manufacturer narrative:
The customer¿s report of an overinfusion due to the device continuing to infuse after it was paused was not confirmed. Pump module s/n (B)(4) was not received for investigation. Only pcu s/n (B)(4) and a disposable set were received for investigation. The returned pcu did not contain any entries for the suspected device (pump module s/n (B)(4)). The disposable set (model 2426-0007) was evaluated for concentricity and was found to be within specification. The root cause of an overinfusion due to the device continuing to infuse after it was paused was not identified.